Manufacturer narrative:
Evaluation summary. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Event description:
Additional information was received. It was hard to screw on the phaco-needle, it got stuck there was poor phaco effect and, even if the accelerator was pushed, it did not work properly.

Manufacturer narrative:
A sample was received at manufacturing site.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A nurse reported that there was no phaco effect during a cataract surgery with intraocular lens (iol) implant. Before the surgery started, the nurse found it a bit hard to place the needle but could not see any issue with the handpiece. The surgery was completed without any delay. There was no patient harm. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary. The handpiece was returned for evaluation. A visual test was performed to see any abnormalities with the returned handpiece. A full functional test was then performed on the returned phaco handpiece. The handpiece was first tested on a ground resistance tester in which it passed and the handpiece was then connected to a calibrated system for priming and tuning. The handpiece was found to pass all functional testing on the system and was then tested on the dynamic tuning fixture (dtf) for stroke testing on both ultrasound and torsional movements. Functionally the handpiece passes all tests.the handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively.(B)(4).